Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer demonstrated autonomous cursor movement as the cursor was wandering on the screen. It was noted that the programmer failed the touch screen debug procedure and autonomous movement of cursor was observed along with cursor not following finger. Electromagnetic interference (emi) repair was performed to resolve the issue. It was noted that the left keyboard hinge and power cord bay were broken. It was further noted that the hinge plate screws were missing. The release lever was missing from the printer drawer. The stylus was missing. The keyboard was broken in several places and plug in the cable insulation was damaged. The keyboard slide cover was missing. The upper display hinges were broken. The system fan was noisy. Reconfigured hard drive, reloaded and updated software. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer demonstrated autonomous cursor movement as the cursor was wandering on the screen. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.